Event description:
Newly installed medical gas powered columns with adjustability feature failed to stay in position. Potentially dangerous when clinical equipment such as anesthesia pt monitoring equipment is below it. After several svc repair visits and continued problem, it was determined that the columns must be replaced. They were replaced with a different model: epicare column 680tl, fixed height, not adjustable. Since then rptr has not experienced any problems to date.